Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead was reprogrammed, inactivated and replaced. No p atient complications have been reported as a result of this event.